Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "implant pain" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a clinical study patient experienced pain at the trial procedure site. They patient received oxycodone, plexeril, and mobic. The investigator reported this adverse event was procedure related. It was later reported that no further information was available, including the outcome of the incident. The participant exited the clinical study immediately after the trial procedure.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that a clinical study patient experienced pain at the trial procedure site. They patient received oxycodone, plexeril, and mobic. The investigator reported this adverse event was procedure related. It was later reported that no further information was available, including the outcome of the incident. The participant exited the clinical study immediately after the trial procedure.